Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the suction tubing does not provide a tight seal when attached to the scopes. The tubing falls off regularly and the suction strength is significantly impacted due to a loose seal. They can not clear the gi tract of liquid quickly, which can be life threatening if there is a significant bleed.

Manufacturer narrative:
The device history record (DHR) review showed no discrepancy. One unused sample with lot number 2315323064 was received for evaluation. After performing a visual inspection and functional testing, the product complies with the specification according to acceptance criteria of the manufacturing process. The reported condition could not be confirmed. Based on the information available in this complaint report, the sample was manufactured according to current product specifications and tested under the current acceptance criteria; therefore, a possible root cause cannot be determined. No action plan is deemed required. This complaint will be used for tracking and trending purposes.